Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device with a 6f sheath after a left heart catheterization procedure. Reportedly, after the device was deployed correctly, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate weight (patient weight was reported to be between (B)(6)). The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device for analysis may have aided in a more definitive investigation. Failure to achieve hemostasis after the correct device deployment as reported can be influenced by, but not limited to, manufacturing, user technique and/or patient anatomical conditions. Although the device was reported to have deployed correctly, it should be noted that all devices undergo multiple in-process inspections and final inspection. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The perclose proglide instructions for use (IFU) states: hemostasis of the access site is achieved when the knot is fully advanced to the arterial surface, the slack is gently pulled from the knot with the non-rail limb while the suture trimmer holds tension on the rail limb of the suture, and the tissue is in complete apposition. The event information did not report any abnormal user technique. No patient anatomical conditions were reported. A review of the device lot history record and a query of the complaint handling database could not be performed because the device lot number was not reported. Based on the reported information and the inspection criteria, a definitive cause of not achieving hemostasis could not be determined.